Event description:
It was reported that the devices were used during a laparoscopic assisted vaginal hysterectomy. It was reported that the handle on the housing broke. Another device was used to complete the case. There was also blood loss reported. Unknown patient consequence.